Manufacturer narrative:
Implanted date: unknown due to unknown date of event, explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal was inserted into the patient and the doctor went to abstract the device by pulling the string with the attached handle and the disc stayed inside the patient. The device, string, and sponge came out of the patient but the disc still remained inside the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.